Manufacturer narrative:
The pump passed the active current test, sleep current test and self-test, however, constant pump error 38 alarms noted during rewind. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 38 alarms. No blank display noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump error 38 confirmed in the pump history/trace files on 08/27/2024 at 12:55:09.000. ¿pump was cut open to perform visual inspection and a jammed motor gearbox. Test p-cap locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, cracked case on the battery tube side, cracked battery tube threads, label damage(faded/stained/peeling), and a jammed motor gearbox. Blank display was not observed during analysis and passed all required testing. Blank display not confirmed. Alleged pump error 38 alarms confirmed during rewind and in the pump history/trace files due to a jammed motor gearbox. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blank display, pump error 38. The customer reported no adverse event. The event involved product(s) mmt-1780kl. Troubleshooting was performed for the event.customer reported a blank display. Display returned after being blank for less than 30 seconds. Battery cap contacts were not damaged or corroded. Customer reported receiving a pump error. Customer was not able to clear the error. No harm requiring medical intervention was reported. No product return is required for mmt-1780kl.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.